Event description:
The clinician reports the implant was inserted 2016-06-20 in ada 2. On 2023-10-07, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.